Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient's body started to shake, his tongue rolled up and hands were wide open. The cgm was displaying "low" and no alerts were received. A bg finger stick was taken and the value was 180 mg/dl. The patient was provided baqsimi. The patient did not feel well so the parent called an ambulance. When paramedics arrived, the patient felt better and no further treatment was needed. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.